Event description:
It was reported that the pump would not turn on. Tandem technical support instructed the customer in turning the pump on again. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.